Event description:
It was reported a revision surgery was performed to remove s&n legion revision implants.

Event description:
It was reported that a revision surgery was performed due to loosening. All legion revision implants were removed. No further information of part or lot number available.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. No clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. Without the return of the actual product involved and the product information available, our investigation of this report is inconclusive. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened. We consider this investigation closed.